Event description:
A hospital in another country, reported via fisher & paykel healthcare's office that upon connecting an rt200 breathing circuit to the drager ventilator, the set-up failed the leak test. Subsequently, a crack was detected in the mr290vx autofeed humidification chamber ('mr290 chamber') that was a component of the equipment set-up. The crack in the mr290 chamber was detected during equipment set-up, prior to patient use. No patient consequence was reported.

Manufacturer narrative:
The mr290vx chamber was visually inspected for damage. Results: there is a vertical crack down the side of the chamber dome in the vicinity of the rear left baffle. A lot check revealed no other complaint of this nature for this lot number. Conclusion: all humidification chambers are pressure tested and visually inspected during production. Such a crack, if present, would have resulted in rejection of the chamber as it would not have passed the pressure test. The chamber most likely sustained impact damage during transit between the manufacturing facility and the end user or during storage at the end user facility. Our monitoring and trending of events involving cracked mr290 chambers due to transpiration and handling has a rate of occurrence of 14 ppm worldwide in the last year to 2008.